Event description:
It was reported that patient's ipg was at end of life. Surgical intervention occurred to explant and replace the device to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. Section a4: weight of patient has not been provided.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.